Event description:
Additional information was received. The patient's wife reported that she is not sure if generator is working or not. She thinks it is working but the patient has had an increase in seizures since the beginning of the year which is unusual. The patient is going to be scheduled for generator replacement. The patient's sodium level was low and they cannot do surgery at this time. The patient was admitted to hospital to have a sodium drip. At this time no surgery is planned.

Manufacturer narrative:
.

Event description:
A fax was received from the patient's treating physician reporting that the patient had not been seen since (B)(6) 2011. No further information was provided.

Event description:
Clinic notes were received reporting that a vns patient was seen in clinic on (B)(6) 2008 and he was having seizures about once a month, and his wife thinks they are more violent. The patient's vagus nerve stimulator interrogates fine. In the past he has been on a higher dose of keppra. Reported that they did not have room to increase the vagus nerve stimulator further, so I will go ahead with a higher keppra dose. Good faith attempts are underway to determine if the patient had a change in seizure type.thus far no further information has been received.